Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent separation/reoperation procedure approximately two months ago and adhesion barrier was used. Following the re-operation, the patient experienced a feeling of foreign body sensation and difficulty in turning the neck due to muscle pulling. The patient received outpatient treatment three times after the above symptoms. In the first outpatient treatment, it was reported that the device will be hydrolyzed and to wait one more month. At the second outpatient clinic, the patient had the same symptoms and reoperation requested. On the third outpatient clinic on (B)(6), reoperation requested for the same symptoms. The reoperation is scheduled for february 6. Additional information has been requested.